Event description:
It was reported that the bd micro-fine plus¿ pen needles were longer than usual. The patient couldn't inject properly and the needle was detached. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one opened 32g x 4mm pen needle sample and four photos were returned from lot. No. 7319688, cat. No. 320136. Visual examination was carried out and it was observed that the cannula was detached from the hub. Measuring of this cannula found overall length within specification. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: the root cause of this issue is due to the misplacement of the adhesive nozzle on the assembly line.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine plus¿ pen needles were longer than usual. The patient couldn't inject properly and the needle was detached. There was no report of exposure, injury, or medical intervention.